Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system device was used during a sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the shaft tip was bent. The procedure was completed with another solyx single incision sling system device. The patient's condition at the conclusion of the procedure was reported to be fine.